Manufacturer narrative:
The impacted product was received by the failure analysis lab on may 26, 2021. The investigation of the returned device was completed by the failure analysis lab on june 11, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant had two creases/folds on the posterior and in the anterior view. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female who had 700cc mentor memorygel breast implants placed experienced bilateral capsular contracture post procedure. The left sided capsular contracture was baker grade iii/IV. The right sided capsular contracture was baker grade iii. The pain was stated to be more pronounced on the left side. As a result, an explant was performed on (B)(6) 2021 2021. See 1645337-2021-05886 for contralateral prosthesis report.